Manufacturer narrative:
The user facility returned the five devices to olympus for evaluation. Based on the investigation findings three of five returned devices were within the manufacturer's specifications with no anomalies found and therefore, determined to be non-reportable events. The evaluation of the referenced device confirmed the reported complaint. A visual inspection found the ptfe pad (teflon pad) was severely worn, melted, partially split on the edge, but no metal exposed. However, the teflon pad was still attached to the jaw, but missing a small fragment about 1-2mm on the edge. The distal end of the device was inspected under a microscope and found the probe fractured. The missing portion measured approximately 13mm in length was not returned. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Please cross reference MFR. Report number: 2951238-2015-00574.

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, a probe damage error message was observed on five thunderbeat devices while cutting tissue. The physician would replace the handpiece each time the error occurred, causing the procedure to be prolonged for 30 minutes. There was no bleeding reported. The intended procedure was completed with a sixth device. There was no patient injury and the patient was discharged home the same day. It was reported that each device was inspected prior to use and no anomalies were found. No further information was provided. This is one of two reports.